Event description:
Clinical study. It was reported that 158 days after a coronary artery drug eluting stenting treatment procedure the patient expired. The index procedure treated one target lesion. Target lesion 1 was 2.5 mm vessel diameter, 70% stenosed region of the proximal right coronary artery (rca). The lesion was 10.0mm in length, was moderately tortuous with mild calcification. The physician direct stented the lesion with one taxus express2 8.8% 2.5x12 mm drug eluting stent without complication. Residual stenosis was 0%. The patient was discharged from the hospital 4 days post index procedure receiving asa and plavix. The site reported that the patient expired 158 days post index procedure. The cause of death was listed as malignant lymphoma.